Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Event description:
Healthcare provider reported a left side deflation.the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed, additional observations: ¿ crease flat observed. ¿ white particles inside of the device. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.